Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two unused samples and one photograph were provided for investigation. Upon evaluation of the units, the samples were confirmed to be assembled within internal specifications. However, a detachment was observed between the back check valve and the y site caresite. The photograph was determined to not provide a visual of the samples nor the reported issue. The reported concern was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: pump tubing disconnect at y-site. Detailed inquiry description pump set 490100 disconnected at the top y-site causing chemo spill. No injury reported.